Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The sgc was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak. It was reported that during preparation of the sgc, the guide valve was flushed, but was still full of air bubbles. The sgc was not confirmed to be air tight; therefore, the decision was made to not use the device in the anatomy and replace the device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The steerable guide catheter (sgc) was returned and investigated. The reported sgc leak was not confirmed and passed the leak test 3 times. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.